Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted ultrasonics errors and reagent pipettor dispense errors. The fse replaced a precision pump and also performed a preventative maintenance (pm) procedure on the instrument. The fse then performed verification activities which included pipettor matching, pressure sensor calibration, system check, high sensitivity system check and carryover; all verification testing passed within specifications. No further issues were reported. In conclusion, hardware is the cause of the non-reproducible high vitamin b12 (access vitamin b12 cobalamin) results. Although multiple parts were replaced, no sole contributing device could be determined as the cause of this event.

Event description:
On (B)(6) 2019 the customer reported erroneous elevated vitamin b12 (cobalamin) results were generated on (B)(6) 2019 for three (3) patients on the customer's unicel dxi 600 access immunoassay analyser (part number a30260, serial number (B)(4)). The results were reported outside of the laboratory. The customer did not report change to or impact to patient treatment for any of the patients based on the erroneous elevated vitamin b12 results. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2019. The fse observed ultrasonics and reagent pipettor dispense errors. Fse replaced precision pump and performed a preventative maintenance (pm) procedure and then performed verification testing which passed specifications. The customer repeated the vitamin b12 assay on these patients' samples (date of repeat testing not provided) on the customer's unicel dxi 600 access immunoassay analyser (part number a30260, serial number (B)(4)) and reported obtaining lower results for all three patients' samples. Sample tube collection type was not provided. Samples were centrifuged for seven (7) minutes at room temperature. Centrifugation speed not provided. There was no report of sample integrity issues. No further sample information was provided.